Event description:
It was reported that the patient loss stimulation sensation following a fall in the shower/bath tub in which he landed on the device. He had bruising over the device site and skin discoloration at the edges as a result. Impedance measurements were > 4000 ohms. X-rays showed did not show anything. The patient was scheduled for a revision. Additional information was requested.

Manufacturer narrative:
(B)(4).